Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during a surgical procedure, the broad knife burned the patients dura. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the broad knife burned the patients dura. It was further reported that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not received by stryker.